Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was surgically abandoned and replaced due to oversensed noise and low, within range pace impedance measurements. No pacing inhibition or asystole was noted. No additional adverse patient effects were reported.